Event description:
The customer reported an employee with hydrogen peroxide contact after handling a load from a completed cycle. The customer declined to share any information about the employee. Attempted to follow-up regarding status of employee but the customer did not call back. The asp field service engineer inspected the unit.